Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (CRT-D) experienced a syncopal event. Boston Scientific Technical Services (TS) was consulted and upon review, it was noted that this device stored several pacemaker mediated tachycardia (PMT) episodes, however, these did not correlate to the timing of the syncopal event. Lead measurements were noted to be within range. Further information from the field representative confirmed the syncopal event was not device related, however, the cause of the event has not been determined. No additional adverse patient effects were reported. At this time, this device system remains in service.Additional information was received that this device was explanted due to unknown reasons. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.